Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump generated repeated ¿alert 42 ¿ motor current sense failure,¿ the device could not process a cartridge change or tubing fill, insulin delivery ceased for several hours, and multiple guided restarts did not resolve the malfunction, after which a replacement pump was provided and the user was instructed to use backup therapy. Symptoms included hyperglycemia over 400 mg/dl and feeling unwell. Outcomes included prolonged elevated glucose outside target for approximately six hours without hospitalization or medical intervention. Investigation included remote troubleshooting and user education on restart, charging, and shutdown, along with coordination of replacement and instructions for device return. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.